Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device was not going into standby. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised biomed the latest version of the service manual is version t. The rse advised the customer to complete test 7 air flow accuracy to confirm the unit was operating within specification. The rse advised the biomed the air flow sensor was likely out of specification. The rse advised the recommended repair is to replace the v60 flow sensor assembly. Specification is: 0 slpm -1.0 to 1.0 slpm. 10 slpm 8.6 to 11.4 slpm. 35 slpm 33.2 to 36.8 slpm. 60 slpm 56.2 to 63.8 slpm. 140 slpm 129.8 to 150.2 slpm. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 19dec2024, 06jan2025, and 23jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.